Event description:
The customer reported the system would turn off when the power cable was moved near the plug end. The procedure was completed by keeping the power cord stable. No pt injury was reported.

Manufacturer narrative:
A ge rep conducted an on site evaluation. Verified failure and corrected connection in power plug. System is functioning properly. This MDR is related to ge healthcare complaint number.